Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -12.0/1.0/73 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for the same model and size lens due to excessive vault. The exchange lens was implanted vertically. Cause reported as unknown.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).